Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required medication and prolonged hospitalization. At the end of the procedure for pulsed electric field ablation, the intracardiac echo confirmed that there was an effusion. The blood pressure decreased, but there was no significant pericardial effusion on body surface echo. No pericardial drainage was performed, and the patient was under observation. The procedure was completed without pericardial drainage as it was considered to be local. Vasopressor was administrated, temporary pacemaker was inserted. The patient improved. However, the patient required extended hospitalization due to a continued small amount of pericardial effusion. The physician's opinion on the cause of the adverse event was the procedure. Transseptal puncture was performed. No steam pop was confirmed.

Manufacturer narrative:
Per internal review on 10-sep-2024, it was identified that pieces of information were mistakenly omitted from the previous initial report. The missing details are as follows: -- because of hypotension due to the cardiac tamponade, a temporary pacemaker was inserted to increase heart rate and assist cardiac output. -- as a result of the pacemaker implantation, the h6 health effect impact code for "surgical intervention (f19)" was added. -- as a result of the hypotension, the h6 health effect clinical code for "bradycardia (e060104)" was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-sep-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. D4 primary UDI number has been updated to (B)(4). It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required medication and prolonged hospitalization. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31353285l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of the adverse event was the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).